Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left unknown mentor gel prosthesis. (B)(4)

Event description:
It was reported that a patient had unknown mentor gel prostheses implanted. The patient reported the following post procedure: breast implant illness, connective tissue disease, epstein barr disease, lyme disease, arthralgia, myalgia, and neurological symptoms. As a result, the patient was prescribed opiates, benzodiazepines, and serotonin re-uptake inhibitors. It was also indicated that the patient was ruled legally disabled. At the time of this report, mentor has received no information regarding explant date. This report addresses the right breast prosthesis.